Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/24/1998 and was last repaired on (B)(4) 2011 for a non-related issue. Evaluation of the device observed that the tines on the right side of the comb were severely bent and there was damage to the roller and roller gear, and ball detents. Numerous nicks were observed on the neck of the ratchet; however, functionality was not affected. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer returned to 1.5:1 ratio cutter. The cutter did not produce an acceptable test mesh. Lack of preventative maintenance and improper handling by the user most likely caused the damage to the comb. Additionally, lack of preventative maintenance and improper handling by the user most likely caused the damage to the cutter, roller and roller gear, ball detents and ratchet gear. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a dent in the cone. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.